Event description:
The customer received a blood glucose reading of 179 mg/dl from her contour meter and a reading of 79 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot or provide any additional information before ending the call. No product will be returned.

Manufacturer narrative:
The customer did not provide a meter serial number so it was not possible to determine a manufacture date.